Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 22nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was flaking on the fork. It was confirmed by photographic evidence that the paint was flaking on the fork and handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was flaking on the fork. It was confirmed by photographic evidence that the paint was flaking on the fork and handle. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective pwd/hled - fork shaft ondaspace (ard568301131) was replaced and the device was released for clinical use. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. Regarding paint peeling detected on the powerled fork axle - the cleaning protocol was not provided and the axle involved was not returned for expertise. According to the photographic evidence, the axle is is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This is not a recurrent case, if other cases are reported, an investigation will be conducted with the supplier in order to undertake preventive actions. To prevent any incident, the powerled instruction for use IFU 01581 mentions : - do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. - check for any chipped or missing paint during the daily inspections before use. Regarding scratches on handle : the scratches on the handle are probably due to impacts or collisions. To prevent any incident, the powerled instruction for use IFU 01581 mentions : - do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. - check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).